Manufacturer narrative:
The suspected product was returned for evaluation. Visual inspection and functional testing was carried out. Upon visual inspection there was no physical damage to the device. Event history log was reviewed where a "no disposable" alarm was recorded in the event log multiple times. The reported issue was confirmed. The root cause of the event was an anomaly in the component (the downstream occlusion sensor), and it was replaced with a known good one. The device passed all functional tests with no problem after the repair was completed. B3 - date of event: unknown; no information has been provided to date. D4 - primary UDI number: di is unknown.

Event description:
Upon investigation of a cadd solis hpca pump an anomaly in the downstream occlusion sensor was noted. This confirms the initial reported event where the cassette was not recognized by the device. Also, this has the potential to interrupt therapy if it were to occur during infusion. There was no patient involvement, and no patient harm reported.